Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the touch panel did not work. The coin battery voltage was lower than the specifications. There was no patient involvement reported.